Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported upstream occlusion alarm which was not reproduced. A review of the event history log identified upstream occlusion alarms. The reported condition was verified. The cause was determined to be ultrasonic sensor was out of specification and failing calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.